Event description:
A customer reported to bsc that a male pt underwent an ercp in 2006, and that during the procedure the tip of the jagwire broke off. They reported the procedure was completed with another jagwire with "good results". There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.